Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. This occurred on 13 occasions. The following information was provided by the initial reporter: I received this complaint from the customer today (B)(6) 2020. It's the same problem as earlier complaints from the same customer. Fluid was administered via the port during surgery. Then it started bleeding from the port with high pressure. Blood leaking from the port. The customer can see that the grey "thing" under the port has been moved. This is the complaint number 13 from the same customer, with the same problem. No samples available this time. Last time I registered this same problem, I got this answer from you: based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: this event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: from the verbatim, the probable root cause for the leakage could be due to valve issue. Rationale: CAPA# 1379444 has been initiated to address the issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. This occurred on 13 occasions. The following information was provided by the initial reporter: I received this complaint from the customer today (B)(6) 2020. It's the same problem as earlier complaints from the same customer. Fluid was administered via the port during surgery. Then it started bleeding from the port with high pressure. Blood leaking from the port. The customer can see that the grey "thing" under the port has been moved. This is the complaint number 13 from the same customer, with the same problem. No samples available this time. Last time I registered this same problem, I got this answer from you: based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis.